Event description:
It was reported that the patient presented to the emergency room with an implantable cardioverter defibrillator (ICD) that delivered inappropriate shock due to rapid ventricular response (rvr). Programming changes were made. The patient was in stable condition.